Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the tip of the driver has fractured. There were wear marks around the shaft including near the fracture location. There was also an indentation to the junction location. Additionally, the fracture surface visually aligns with zrm in which an overload fracture failure mode was identified. The complaint is confirmed based on the evaluation of the returned device. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: chile. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the tip of the screwdriver was broken. The surgeon attempted to remove all of the pieces, but one piece was unable to be removed and was left in the implant. Attempts have been made and additional information on the reported event is unavailable at this time.